Event description:
It was reported that the device was contaminated. A 8x60x75 innova self-expanding stent was selected for use. Upon unpacking the innova, it was noted that there was a hair on the handle. The device was immediately removed from the set up. The procedure was completed successfully with a new 8x60x75 innova self-expanding stent. There were no patient complications reported.

Event description:
It was reported that the device was contaminated. A 8x60x75 innova self-expanding stent was selected for use. Upon unpacking the innova, it was noted that there was a hair on the handle. The device was immediately removed from the set up. The procedure was completed successfully with a new 8x60x75 innova self-expanding stent. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. There was blood present inside the middle sheath. Boston scientific received an image and confirmined the reported event. The image showed a hair on the device. Inspection of the remainder of the device, revealed no other damage or irregularities.